Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. It was reported that the sling device previously implanted was an advance xp sling. Following the implantation of the advance xp the patient's level of incontinence remained unchanged. There were no device issues or malfunctions with the sling. The patient just did not have a good result with the sling. The patient's outcome was good following implantation of the aus device.